Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The patient was brought into the clinic and programming changes were made. The patient was in stable condition.